Manufacturer narrative:
The call ended before the customer's personal information could be obtained. The advocate did not have the contour meter or test strips with her at the time of the call, so it was not possible to obtain product information. It's not possible to determine the manufacture date or 510k number without the product information.

Event description:
The advocate stated, the customer received blood glucose readings of 11, 13, 18 and 10 mg/dl from a contour meter and readings of 400-500 mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate did not have the contour products with her at the time of the call, so it was not possible to troubleshoot or obtain product information. The advocate was in a hurry and ended the call. No product will be returned.